Event description:
Sorin group received a report that the flow rate from the centrifugal pump of the s5 system was lower than expected given the pump speed. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow rate from the centrifugal pump of the s5 system was lower than expected given the pump speed. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.